Manufacturer narrative:
Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed and it was confirmed that the device did meet longevity expectations. Device memory was reviewed and no error codes were noted. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Event description:
It was reported this pacemaker had a remaining longevity of four years. Approximately six months earlier the remaining longevity was six and a half years. Device data was analyzed and found the decrease in longevity was due to sensing high atrial rates. It was noted the patient has atrial fibrillation (af). Device reprogramming is planned at a future follow-up. No adverse patient effects were reported. The device has been returned and analyzed.

Manufacturer narrative:
Records indicate this device remains in service. This investigation will be updated should further information be provided.

Event description:
It was reported this pacemaker had a remaining longevity of four years. Approximately six months earlier the remaining longevity was six and a half years. Device data was analyzed and found the decrease in longevity was due to sensing high atrial rates. It was noted the patient has atrial fibrillation (af). Device reprogramming is planned at a future follow-up. No adverse patient effects were reported.